Event description:
(B)(4). Non warr. Dealer states the recall was done in (B)(4) 2013. Dealer states his tech states the end user states that when changing drives it will intermittently skip a drive, and not the same drive all the time. The problem is probably in the joystick. Dealer states unit in a residential home, no property damage or injury alleged. No further information provided.